Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B66026,2588515-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and colposcopy. Concurrent conditions included drug allergy, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics, dysplasia, bacterial vaginosis, painful urination, diarrhea, abdominal pain, flank pain, stress, pap smear abnormal, uterine prolapse, cervical intraepithelial neoplasia, cystocele, parakeratosis and paratubal cyst. Concomitant products included losartan since (B)(6) 2016 for hypertension, ropinirole hydrochloride (requip) for restless leg syndrome as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swing") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the dysmenorrhoea, dyspareunia, anxiety, depression, urinary tract disorder, bladder disorder, weight increased, mood swings, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-on (B)(6) 2014 and on (B)(6) 2014. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : events added - genital bleeding, headache, vaginal infection. Events outcome updated. Essure insertion date updated and reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure (batch no. B66026,2588515-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and colposcopy. Concurrent conditions included drug allergy, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics, dysplasia, bacterial vaginosis, painful urination, diarrhea, abdominal pain, flank pain, stress, pap smear abnormal, uterine prolapse, cervical intraepithelial neoplasia, cystocele, parakeratosis and paratubal cyst. Concomitant products included losartan since (B)(6) 2016 for hypertension, ropinirole hydrochloride (requip) for restless leg syndrome as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), mood swings ("hormonal changes describe: mood swing") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea, dyspareunia, anxiety, depression, weight increased, mood swings, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Current weight 215 lbs. She received treatment for pelvic pain, vaginal infection, urinray and bladder disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. "Outcome of events urinary tract disorder, bladder disorder was updated from unknown to recovered/resovled". Event genital haemorrhage updated as seriousness criteria non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure (batch no. B66026,2588515-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and colposcopy. Concurrent conditions included drug allergy, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics, dysplasia, bacterial vaginosis, painful urination, diarrhea, abdominal pain, flank pain, stress, pap smear abnormal, uterine prolapse, cervical intraepithelial neoplasia, cystocele, parakeratosis and paratubal cyst. Concomitant products included losartan since (B)(6) 2016 for hypertension, ropinirole hydrochloride (requip) for restless leg syndrome as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swing") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month 3 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, vaginal infection, anxiety, depression, urinary tract disorder, bladder disorder, weight increased, mood swings, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B66026, 2588515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and colposcopy. Concurrent conditions included drug allergy, penicillin allergy, allergic reaction to analgesics, allergic reaction to analgesics, dysplasia, bacterial vaginosis, painful urination, diarrhea, abdominal pain, flank pain, stress, pap smear abnormal, uterine prolapse, cervical intraepithelial neoplasia, cystocele, parakeratosis and paratubal cyst. Concomitant products included losartan since (B)(6) 2016 for hypertension, ropinirole hydrochloride (requip) for restless leg syndrome as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swing") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month 3 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the anxiety, depression, vaginal infection, urinary tract disorder, bladder disorder, weight increased, dysmenorrhoea, mood swings, fatigue, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2014. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, anxiety, pelvic pain". Most recent follow-up information incorporated above includes: on 6-aug-2019: plaintiff fact sheet and medical record was received. Lot number were added. Medically confirmed case. Events added from pfs- depression, mental anguish, vaginal infection, bladder or urinary problems or changes, weight gain, dysmenorrhea (cramping), mood swing, fatigue, migraine headache, dyspareunia (painful sexual intercourse), abdominal pain. Reporter information, medical history, concomitant drug, events onset date, event outcomes were added. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.